Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca). A 2.50mm x 15mm apex balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres for 10 seconds, second inflation at 16 atmospheres for 15 seconds, third inflation at 12 atmospheres for 10 seconds, fourth inflation at 18 atmospheres for 15 seconds; however, on the fifth inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient's body. Angiography was performed which showed great results and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic and tactile inspection revealed a kink in the hypotube 18cm from the strain relief. Microscopic inspection also revealed numerous area of the inner shaft to be damaged (flattened and stretched). Microscopic inspection of the balloon material revealed a complete circumferential separation in the middle of the balloon body. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca). A 2.50mm x 15mm apex¿ balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres for 10 seconds, second inflation at 16 atmospheres for 15 seconds, third inflation at 12 atmospheres for 10 seconds, fourth inflation at 18 atmospheres for 15 seconds; however, on the fifth inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient's body. Angiography was performed which showed great results and the procedure was completed. No patient complications were reported and the patient's status was fine.